Event description:
The customer reported that the system was not working and was unable to perform x-ray. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. All circuit boards were cleaned and reseated. The system was then found to be operating as intended.